Manufacturer narrative:
The field service engineer (fse) found holes in two of the vacuum tubes in the rinse mechanism. The fse replaced all of the tubes in the rinsed mechanism. The fse ran ise check that was acceptable. The customer ran ise calibration and qc that was acceptable. The investigation determined that service actions resolved the issue. The customer has had no further issues.

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for multiple patients tested on a cobas 6000 c (501) module. The customer was also having issues with calibration and qc. The customer provided an example for 1 patient sample. The initial na result was 158 mmol/l on the c (501) and was reported outside of the laboratory. The repeat na result on a different c (501) was 144 mmol/l. The initial k result was 4.18 mmol/l on the c (501) and was reported outside of the laboratory. The repeat k result on a different c (501) was 3.74 mmol/. The initial cl result was 123.8 mmol/l on the c (501) and was reported outside of the laboratory. The repeat cl result on a different c (501) was 107.4 mmol/l. The repeat results were deemed to be correct. The na, k, and cl electrode lot numbers were asked for but not provided.